Event description:
The customer contact reported a pt death while the device was in use. At an unspecified time, the vasopressors and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the pt coded. It was reported during the code the device alarmed with an unspecified "high pressure alarm." At that time, the nurse could not clear the alarm and the device was removed from clinical service. Therapy was resumed using a replacement device. No specific event details were provided. It was reported the pt survived the code. The customer contact reported the pt expired the next morning. The customer contact reported the device did not contribute to the pt's death. It was reported an autopsy was completed; however, the results were not provided. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.